Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, the customers control iq feature was turned off. Subsequently, the customer was unconscious, and blood glucose displayed as "low". A specific bg value was not provided. The customer required assistance to consume carbohydrates to address the bg. Tandem customer technical support assisted the customer with control iq settings and resuming insulin delivery.